Event description:
It was reported that during an endometriosis procedure, the device jaw would not open after grasping. The jaw was opened by returning the trigger forcibly by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.